Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields. Additionally a device evaluation was completed: a review of tickets was performed for the reagent lot. The ticket search determined that there is normal complaint activity. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the device was identified. Additionally, d9 device available for eval has been corrected to no.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated false repeat (B)(6) alinity s hiv ag/ab combo results for several organ transplant donors in comparison to another method (grifols' panther nat). The following information was provided: sid (B)(6) initial result (B)(6). Nat testing not detected. Supplemental testing with another method (eia) (B)(6). This sample was taken postmortem. Sid (B)(6) initial result (B)(6). Nat testing not detected. Supplemental testing with another method (eia) (B)(6). This sample was taken postmortem. No impact to patient management was reported. No organ transplants were delayed as a result of this event.